Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 - the health effect impact code should have been 4611 - absence of treatment rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
It was reported that the ipg would not connect to external devices. Several pairing attempts were done without success. Patient reported that the ipg was placed into MRI mode months ago and the cp that was used cannot be located. The ipg is considered inoperable. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H9 - fsca number corrected.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the ipg would not connect to external devices. Several pairing attempts were done without success. Patient reported that the ipg was placed into MRI mode months ago and the cp that was used cannot be located. The ipg is considered inoperable.